Event description:
It was reported to medtronic minimed that the customer reported pump error alarms, crack on the battery tube side, blank display, battery cap damaged, and metal contact in the battery cap was missing/damaged. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. The damage was affecting/impacting pump functionality. Instructed the customer to continue to check the metal contact on the pump battery cap during routine battery replacement and call back if it is loose, damaged, or missing. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added battery cap recall number. The pump was received with a battery cap with a loose metal contact due to a broken three heat stake post. The pump was received with a cracked battery tube threads, a cracked case behind the pump and a cracked case-corner of belt clip rails near the battery tube compartment. The pump was also received with a critical pump error (open book image) alarm. No blank display noted. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Critical pump error (open book image) alarm and unexpected alarm/pump error 35 alarm confirmed in the formatted history file on 07/29/2025 13:45:00.000 and 07/29/2025 13:55:01.000. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2 and force sensor. No corrosion or moisture damage found on the motor and vibrator assembly noted. In further review of the formatted history file 1 week prior to the event date of 29-jul-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 07/27/2025 07:15:40.000. 07/27/2025 12:02:00.000, 07/27/2025 12:02:00.000. 07/29/2025 13:50:29.000, 07/29/2025 13:50:59.000. 07/29/2025 13:51:19.000, 07/29/2025 13:51:57.000. 07/29/2025 13:54:06.000, 07/29/2025 13:55:10.000. Low battery alert was found on: 07/26/2025 21:30:00.000. 07/29/2025 10:15:00.000. Failed battery alert/battery failed alarm was found on: 07/27/2025 12:02:11.000. Replace battery alert was found on: 07/27/2025 07:01:00.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 26-jul-2025 at 22:47:56.000. There was no power data available for the date of 26-jul-2025 at 21:30:00.000. Unable to check power data for low battery alert. Upon checking on the power data/detail trace file, low battery alert at 07/29/2025 10:15:00.000, failed battery alert/battery failed alarm and replace battery alert were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. Unable to test for low battery alert, failed battery alert/battery failed alarm and replace battery alert due to critical pump error (open book image) alarm. Low battery alert, failed battery alert/battery failed alarm and replace battery alert were unknown. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. Cosmetic damage was confirmed at the case - battery compartment of the pump during analysis. Battery cap damage and battery cap contact missing/damaged were confirmed. Blank display was not confirmed. However, unable to perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to unexpected alarm/fatal alarm pump error 35. Critical pump error (open book image) alarm and unexpected alarm/pump error 35 alarm confirmed due to corrosion on the pcba 1, pcba 2 and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.